Event description:
It was reported that the patient, due to confusion, announced a dinner meal in place of a lunch meal while using the ilet, and the patient¿s daughter subsequently placed limited access on the ilet. Symptoms included no reported adverse clinical effects. Outcomes included no alerts or alarms and no reported injury or hospitalization. Investigation included troubleshooting and user education completed during the call. Investigation of this case revealed user confusion leading to an incorrect meal type selection, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was user error.